Event description:
It was reported that the user disconnected from the ilet pump while running high, mistakenly administered 0.3 ml (approximately 30 units) of insulin via a non¿insulin syringe, then reused a prior cartridge to reconnect after pausing the pump for two hours and received education on proper use of infusion set and cartridge supplies. Symptoms included hyperglycemia with blood glucose in the 300s and visual disturbances described as flashing lights. Outcomes included an unexpected medical intervention in the form of insulin administration and close blood glucose monitoring, with glucose subsequently decreasing to 155. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure when using non¿insulin syringes and handling the cartridge on the pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.